Event description:
It was reported that the patient died the day after having an implantable cardioverter defibrillator (ICD) generator change out. Additional information obtained from the funeral home shows that the cause of death was due to ventricular fibrillation and cardiomyopathy. Further information provided was that the patient had the comorbidity of chronic obstructive lung disease and was on home hospice care.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.